Event description:
Pre-operatively, a small metallic item was identified by flat plate of the patient's abdomen during workup of left-sided pain as an outpatient after total laparoscopic hysterectomy and bilateral salpingo-oophorectomy performed on this patient in 7/05. During re-operation to remove the foreign body, the small metallic object appears to be a small piece of a fragment of the bipolar kleppinger cautery device and can be described as a small "zig zag" looking wire approximately 8-10 mm.